Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt225 +16.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. The patient visited the doctor on (B)(6) 2017, and complained of pseudopakia ou (both eyes). The patient was frustrated that he could not read, which was affecting his work. He bought +1.25 otc (over-the-counter) glasses with no help. Intermediate vision has improved. Distance vision os stable; fuzzy od (right eye). Also noted was halos. Uncorrected visual acuity od: 20/100-2 distance; ph (pinhole) 20/80-2; j5 near. The lens was explanted on (B)(6) 2018, due to lack of near vision. The incision was enlarged to remove the lens but no vitrectomy was performed and no patient injury was reported. Another manufacturer's lens was implanted as a replacement. The patient was reported to be fine when discharged. No further information was provided. This report is to record the lens in the right eye. A separate MDR will be filed for the lens in the left eye.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/22/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.